Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance pull off suture needle pre-op. An empty opened foil, a labeled winding former with an un-dispensed suture and a needle inserted in a pink sponge were returned for analysis. During the visual inspection of the sample, the swage and attachment area were as expected; however, the suture have begun with the process of disintegration; this is the cause of the needle was detached from the strand. Also, the foil was examined for visual inspection and present holes in cavity on the back- foil package due to excessive manipulation and this condition contributed to degradation of the suture. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of performance pull off suture needle pre-op is a suture degradation; due to the improper handling of package.

Event description:
It was reported that a patient underwent an unknown plastic surgery on (B)(6) 2018, and suture was used. Prior to use on the patient, the suture was easily detached from the needle. There were no adverse consequences to the patient. Upon device evaluation, the foil was examined for visual inspection and present holes in cavity on the back- foil package due to excessive manipulation and this condition contributed to degradation of the suture. No additional information was provided.